Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9735762, version #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that after spinning the site was unable to access navigation. It was later noted that the site was able to navigate, but the accuracy was off due to the frame being bumped. There was a less than 1-hour delay to the procedure and no impact on patient outcome. The same system was used at a later date with no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 it was reported that the physician felt that he had moved the spine frame. Once the inaccuracy was realized navigation was aborted and was at the end of surgery so the site continued without navigation. Distance of inaccuracy was not available.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that when reviewing the logs, it provided no indication that a software anomaly contributed to the reported behavior. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.